Event description:
A journal article was reviewed which contained information regarding this implantable cardioverter defibrillator (ICD). The article stated that after the implantation of the ICD, the patient felt ¿severe pain.¿ per the article, surgical revision was not advised. The patient was prescribed medication. The patient subsequently had a spinal cord stimulation system (scs) implanted approximately one year later, with no complications. Of note, the article did reference ¿some preexisting variance in right ventricular impedance.¿ the patient was continuously monitored by the patient¿s cardiologist. At a follow up appointment one year post implant of the scs with the patient¿s cardiologist, the two device systems were found to be ¿working well, with no complications or issues.¿ no patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Request for additional information was made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: spinal cord stimulation for intercostal neuralgia in a patient with implantable cardiac defibrillator and biventricular pacing. Neuromodulation. 2014;17(4):386-388. (B)(4).